Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000mcg/ml at 544.4mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that a motor stall and recovery was seen on (B)(6) 2018, a motor stall with no recovery on (B)(6) 2018, and a motor stall recovery on (B)(6) 2018. The patient did not recently have an MRI. Per the hcp, it kept happening. It was confirmed there were no emi/magnetic sources present. Re-interrogating the pump with logs did not result in a recovery. The hcp would have to contact the neurosurgeon, because their facility only managed the pump. The patient did not have withdrawal symptoms. There were no further complications reported at this time.